Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported during the implant of the right ventricular lead that pacing, sensing, and impedance readings were not satisfactory. The lead was removed and replaced. No known patient complications were reported as a result of this event.